Event description:
It has been reported that the patient was revised due to loosening.

Manufacturer narrative:
A review of the surgical notes provided revealed that the tibial component was subsided into varus and that a large portion of the medial bone had fibrous tissue in the metaphyseal area. Zimmer package insert states loosening of the prosthetic knee components as an adverse effect of the procedure. No devices or photos were received; therefore the condition of the components is unknown. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
The information provided on this form was previously submitted under manufacturing report number 3007963827-2013-00019. This report will be amended when our investigation is complete.